Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to reproduce the customer reported complaint. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is in decent condition.

Event description:
It was reported that during a da vinci-assisted diagnostic laparoscopy surgical procedure, some maryland bipolar forceps instruments were not working. The customer had changed out instruments and cords with no change. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that instrument moved fine, and they got tone, but no energy at the tip. The customer continued case with the vessel sealer instrument. The isi technical support engineer (tse) advised csr to restart the vio dv 2.0 integrated electrosurgical generator unit (erbe) if they get a chance. Csr will test later in case. The procedure was completed as planned with no reported injury.